Manufacturer narrative:
Investigation: the device associated with this MDR was not returned, therefore the device could not be inspected and the lot number is not available for a review of the DHR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that revision surgery was conducted for a miami device solutions (mds) proximal humerus plating system implanted on (B)(6) 2016. No complications were reported during the initial implantation procedure. Mds was informed on 02/17/2017 that revision surgery had taken place on (B)(6) 2017. The procedure to remove the implants was completed successfully with no complications reported.